Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in "previous" episodes of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was currently performing hemodialysis and was no longer on pd therapy. Hospitalization, treatment, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.